Event description:
The customer reported that a warning was missing when two leads were reversed. No patient involved.

Event description:
The customer reported that a warning was missing when two leads were reversed. Unknown if patient involved or harmed.